Event description:
It was reported that the patient developed leg, pelvis, hip, lower back, painful left, burn very complicated to put foot on the floor, complication for walking.

Manufacturer narrative:
The investigation is ongoing and the results will be reported soon. The internal manufacture's complaint number is (B)(4).

Manufacturer narrative:
Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished lot number 3944988 (product code 810081l), and no non-conformances / manufacturing irregularities were identified. Expiration date: 28.feb.2026 manufacturing date : 26.mar.2025" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable the manufacturing number is c26-3021.